Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus was out of calibration and noted that the display screen had an indentation and the computing platform assembly was replaced. Though the programmer did boot up without an error the error logs did confirm that an error occurred. The software was reimaged and reloaded and session sync was added. The device passed its functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to boot up. The programmer is expected to be returned for service. There was no patient involvement. It was also subsequently reported via the return paperwork that the programmer's stylus did not work and that the cursor on the screen was "stuck" and would not respond to the stylus. Finally it was also reported that the programmer generated a "serious programmer problem" error. The programmer was returned for service.

Manufacturer narrative:
Failure analysis was performed. The unit does switch on and freeze on white page. Also with the external express cart it is not possible to confirm the correctness of the working conditions. By swapping, the main board it has been judged to be the cause. Also the touch screen has been swapped; the touch now works correctly. The main board was defective and also the touch screen was defective due to a bump on the screen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.